Manufacturer narrative:
A full evaluation could not be conducted because the pump was not returned to the manufacturer for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that a vad coordinator from the implanting center saw via a social media website that the patient had disconnected his driveline on (B)(6) 2016. The patient was transferred to the implanting center and passed away on (B)(6) 2016 in an apparent suicide attempt. The customer reported that the patient's pump was off upon arrival to the hospital and they did not reconnect it as it was unclear as to how long the pump had been off. The pump was not explanted.